Manufacturer narrative:
No unexpected failed battery test alarm was noted. All operating currents were within specification and no unexpected number ramping anomaly was noted. The insulin pump passed the self test. The insulin pump was received had intermittent button response due to corroded keypad traces. The insulin pump had moisture damage on the electronics assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the insulin pump had unresponsive buttons. When the customer attempted to deliver a bolus, the numbers kept ramping up. The customer removed the battery and reinserted that same battery into the insulin pump, after which the device alarmed failed battery test, and the buttons were still unresponsive. The customer's blood glucose was 102 mg/dl. The alarm could not be cleared and no troubleshooting was performed due toe the unresponsive buttons. The customer stated that the device might have been exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).